Event description:
It was reported that the patient¿s first device was put in wrong back in 2000. The patient stated the physician put in 2 leads and he was supposed to be in 4, but the patient was not really sure. The manufacturer¿s registration information indicated only one lead. The device only lasted a year. The patient had insurance issues and had to wait until 2006 to get it replaced. Additional information about these allegations were requested from the physician. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3587a, lot# l73837, implanted: 2000 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 7434-e, serial# (B)(4); product type programmer, patient. (B)(4).